Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient was having problems with their pump. Per the patient¿s daughter two weeks earlier a study was done, and they were told the patient¿s catheter had twisted. The daughter did not think the patient was getting their medication. It was also reported the patient had lost weight and their pump may have been moving around. The daughter speculated that the weight loss may have caused the pump to shift, causing the catheter to twist, but they did not know. The interventions, drug or patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.